Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck. During the procedure they found the guidewire was stuck and they could not remove it from the catheter. They also could not deploy the catheter to the flower position. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field but there were no obvious abnormalities at this time dissection revealed that the guidewire lumen was separated from the inner hypotube in the catheter handle. They were unable to test the catheter's deployment as the guidewire lumen delamination makes deployment impossible. Based on all the available information the observed stuck guidewire was likely due to the device's design due to the separation of the components inside the handle.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck. During the procedure they found the guidewire was stuck and they could not remove it from the catheter. They also could not deploy the catheter to the flower position. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.